Event description:
It was reported that 1 bd pen ndl 32ga 4mm cannula broke off. The following information was provided by the initial reporter : the patient reported that the needle npe was broken from the root when removing the tear drop label.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-12 h6: investigation summary one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No.320136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm cannula broke off. The following information was provided by the initial reporter : the patient reported that the needle npe was broken from the root when removing the tear drop label.